Event description:
Images could not be uploaded by the omnisight system linux. It took 2 hours to finally process and enable the machine to work. There was no pt issue with this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.